Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a shorted and burned capacitor, designator c14.

Event description:
It was reported the device failed to power on. There was no patient use associated with this incident.